Event description:
It was reported that the customer's insulin pump had a blank display. Her blood glucose level was 188 mg/dl. She changed the battery two or three times until the insulin pump turned back on. The customer received a battery out limit, weak battery, and failed battery test alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.